Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. This event occurred 3 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: bd rapid detection of sars-cov-2 veritor ce tested negative with three patients the last month, while other antigen tests tested cov positive. Two patients had a positive test on the abbott antigen test while on bd veritor negative. One patient had a positive test on both abbott antigen as on flowflex antigen test while testing negative on bd veritor. There was no report of patient impact.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 veritor¿ the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. This event occurred 3 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: bd rapid detection of sars-cov-2 veritor ce tested negative with three patients the last month, while other antigen tests tested cov positive. Two patients had a positive test on the abbott antigen test while on bd veritor negative. One patient had a positive test on both abbott antigen as on flowflex antigen test while testing negative on bd veritor. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against false negative. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd rapid detection of sars-cov-2 (B)(6) the customer experienced a false negative test result. Confirmatory testing was completed via another antigen test. There was no report of patient impact. This event occurred 3 times. Eua# (B)(4). The following information was provided by the initial reporter. The customer stated: bd rapid detection of sars-cov-2 (B)(6) ce tested negative with three patients the last month, while other antigen tests tested cov positive. Two patients had a positive test on the abbott antigen test while on bd veritor negative. One patient had a positive test on both abbott antigen as on flowflex antigen test while testing negative on bd (B)(6). There was no report of patient impact.